Event description:
A gore viabahn endoprosthesis was used during the treatment of a sfa total occlusion. During deployment of the device, approx 1/4" of the device deployed when the endoprosthesis began to bunch up on the catheter. The deployed line became stuck and the device was unable to complete deployment. The constrained portion of the device was withdrawn into the sheath. The sheath with the device was then removed. A new sheath was inserted and another endoprosthesis was deployed without incident. The pt did not experience any adverse consequences.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. The device was returned and inspected. The examination found no anomalies attributable to the manufacture of the device. During examination, device deployment was initiated with moderate force and completed on the bench top.